Event description:
In 2009 at the facility - two 180e dialyzers leaked from the header during two separate pt treatments. One of them leaked three hours into treatment. The other occurred within the first five minutes of treatment. Both dialyzers were from the same lot# and were delivered to the facility on the day prior to event.